Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-70 serial number: (B)(6). Batch/lot number: 20697054 model/catalog description: linear st lead kit 70 cm unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-2218-70 serial number: (B)(6). Batch/lot number: 21323429 model/catalog description: linear st lead kit 70 cm unique identifier (UDI)#: (B)(4). Block b3: exact date unknown, explant date used as the approximated date of event. D6b: explant date: (B)(6) 2018.

Event description:
It was reported that the patient had contracted methicillin-resistant staphylococcus aureus (mrsa). The patient underwent a spinal cord stimulator (scs) explant procedure. No further information has been obtained despite good faith efforts.